Event description:
It was reported that during the procedure in an unspecified vessel, the physician noted that the promus stent delivery system hypotube was "fractured". The stent delivery system was removed from the anatomy and a new unspecified stent system was used to perform the procedure successfully. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned goods lab analysis noted blood on the stent implant, on the balloon and on the shaft, which is consistent with advancement into the body. There was contrast in the inflation lumen, which is consistent with preparation for use. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The hypotube was not separated, thus the incident could not be confirmed. Multiple attempts were made to receive clarification from the account regarding the reported shaft separation/detachment; but to date, no information has been received. There was a bend in the hypotube 48.9 cm distal to the strain relief tubing. Since there was no report of any damages to the stent delivery system (sds) prior to use, it is possible that this damage occurred during the procedure, and/or during handling, packaging, and shipment back to abbott vascular for analysis. It is also possible that this bend occurred during the procedure, and was misinterpreted as a shaft separation/detachment; however, this could not be confirmed. Due to the conflicting information between the reported incident and the analysis of the returned product, no conclusive cause could be determined for the reported incident. There is no indication of a product quality deficiency. Factors that may contribute to shaft separation/detachment include, but are not limited to, handling during manufacturing, handling during preparation for use, and/or handling during the procedure. To help ensure this type of event is not the result of a product deficiency, all sds are 100% visually inspected for shaft damages during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft lumen integrity before release. A review of the lot history record did not reveal any nonconforming material records that could contribute to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents for shaft separation/detachment. There is no indication of a product quality deficiency.